Event description:
It was noted during daily testing that the battery l.e.d(s) work but battery is exhaust. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.